Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, patient was preoperatively diagnosed with degenerative disk disease, l5-s1. Chronic intractable back pain and underwent the following procedure: l5-s1 anterior interbody fusion with precision allograft with bmp and demineralized bone matrix with anterior dynamic plate by synthes. As per the op notes: ¿beginning at the l5-s1 segment, the midline was identified, after which self- retaining retractors were placed. A generous discectomy was carried out with #15 blade, cobb elevators and pituitary rongeurs. Sequential distraction was carried with a 12 mm distractor and it was felt to be ideal, after which a 12 mm block distractor was placed. Final preparations were made to the end plate, after which the trial was carried out and a 14 mm with bone matrix and rhbmp-2 was impacted into the disk space with good insertional torque.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.